Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced will be filed under a separate medwatch report number.

Event description:
This is filed to report the first implanted clip becoming dislodged from one leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation grade 4. It was noted that imaging was poor throughout the procedure and the transseptal puncture was suboptimal. A mitraclip xtw (20221r191) was successfully implanted onto the valve. A second xtw clip (20224r182) was attempted to be positioned but contacted the first implanted clip and caused a single leaflet device attachment (slda). The first implanted clip detached from the posterior leaflet. The same xtw clip was then implanted to stabilize the slda, reducing the mr to grade 2. The physician attributed the contact between the clips to poor imaging due to patient anatomy and low clip height due to the suboptimal transseptal puncture. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported poor imaging resolution was due to challenging patient anatomy. The reported dislodged device was due to a combination of the reported poor imaging resolution and procedural circumstances. The reported incomplete coaptation was a cascading event of the reported dislodged device. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.